Event description:
It was reported that the one lead was eroding through the skin. It was noted that it would be removed at a procedure on the day of report. It was noted that the healthcare professional (hcp) wanted to pull the lead out that was already coming out, and some or just part of the extension that is required. Additional information received reported that during the procedure the hcp removed the 2 distal ends of the 2 peripheral quad leads that had been implanted subcutaneously in the patient¿s lower back. It was noted that 2 anchors were also removed. It was noted that the remaining implant was left intact at the request of the patient because she did not want to have 1 more incision. It was noted that the patient was doing well and the system would remain unused. It was noted that there were no attempts to regain therapy per patient request. It was noted that no malfunctions were determined.

Manufacturer narrative:
Product ID: 37083, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37083, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).